Manufacturer narrative:
The product was not returned and the root cause for this event could not be determined. The surgeon stated there to be no malfunction of the device. Therefore, a CAPA was not initiated for this event. This information will be included in trending adn future CAPA determinations. Trends will continue to be monitored on a monthly basis and if fruther action is requried, appropriate investigation will be performed.

Event description:
It was phoned in by the clinical specialist that a dissection of the descending aorta occurred with the use of the endoreturn cannula, model number er23. The clinical stated the dissection occurred at the cannulation site. This was confirmed by fluoro. The procedure was converted to an open case and the repair was made. The pt had a good outcome. No stated product malfunction with the device.